Event description:
The laser stopped tracking during lasik surgery. The procedure was interrupted at 49% completion on the right eye. Follow-up information provided by the surgeon indicates the patient ended up with 'perfect monovision' and is very happy with the results. There are no plans for enhancing this patient.